Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above (40 mg/dl) in the morning. The customer consumed mints to stabilize bg level. The customer stated to be in a re-adjustment phase with health care provider (hcp) following a change in insulin and is working with hcp to fine-tune overnight basal delivery. Reportedly, the customer has just changed insulin to apidra. The customer was advised that apidra is off label use.